Event description:
It was reported that the programmer was inoperable because it just kept rebooting, or "cycling." The programmer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer was inoperable because it just kept rebooting, or "cycling." The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the programmer was unable to complete its boot-up process, the programmer powered up and interrogated with no "rebooting" issues. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.